Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of urinary incontinence and a prolapse on (B)(6) 2004. The patient immediately suffered severe pain, infections, could not have intercourse and other complications. The patient trouble urinating, could not sit, stand or walk for prolonged periods of time, had pain and infections on an ongoing basis. The patient has sustained permanent and debilitating injuries and continues to experience problems with incontinence.

Manufacturer narrative:
Date sent to the FDA: 4/17/2020. Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to adhesion.